Manufacturer narrative:
The device was returned and customer allegation was duplicated. The biopsy port was loose/leaking. The image/eyepiece body was foggy and fluid invasion was noted. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the instrument channel of the oes cystonephrofiberscope was loose. The issue was found during a cystoscopy procedure. The procedure was two (2) minutes long and was completed with the same device. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress or handling or other factors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.